Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer alleged that the pump basal rate is inaccurate. The customer's blood glucose level was impacted. During troubleshooting with tandem technical support, basal rate was explained to the customer.